Event description:
It was reported that this unit gives intermittent audio output. This was noticed during the customer's testing of the device; there was no pt involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The customer complaint of intermittent audio output was verified through testing. The consequence of this problem is that the voice announcements provided by the device might not be consistently or clearly announced. However, the info contained in the voice announcement also appears on the device's display screen in order to mitigate any potential risk associated with this failure mode. Failure investigation determined that the cause of the intermittent malfunction was due to a problematic electrical connection between the speaker and the audio output of the device's main circuit board. The speaker connection originally made contact via conductive spring connectors. As part of the repair, the speaker connection was changed to a hard-wired connection to reduce any likelihood of recurrence. After repairs, the device passed inspection test and was returned to the customer. The conclusion of the investigation is that the confirmed problem was caused by an intermittent electrical connection and the repairs made were effective in correcting the device's problem.